Event description:
It was reported to philips the customer was requesting onsite preventative maintenance (pm) on the device stating the device was showing a co2 calibration was needed. The customer stated the device needed pm earlier than they expected. There was no patient involvement.